Event description:
A call was fielded by rep on 03/11/2009 from a medical examiner investigator, in regards to patient. It was reported that the patient passed away in a hotel, but the body was not found several days after the patient expired. An autopsy was not conducted on the patient due to the advanced state of decomposition of the body. The report mentioned that the patient's "vitreous alcohol level was at a level that could have been lethal". The office of the medical examiner for the st. Louis county in minnesota is requesting analysis of the device to help determine if the death was accidental or due to natural causes. The device was returned to biotronik on 03/25/2009.